Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: myocardial infarction resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported that on 11/12/2008, the pt rec'd a 2.75 x 28 mm xience in the mid lad, a 2.5 x 15 mm xience in the om2, a 2.5 x 23 xience in the distal rca and a 2.5 x 15 xience in the proximal rca. Post stent implantation, the pt experienced a myocardial infarction. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Myocardial infarction, as listed in the xience v instructions for use (IFU), is a know adverse event associated with coronary stenting and is not necessarily an indication of a prod qual issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully; however, a conclusive root cause for the reported pt effects, and the relationship to the devices, if any, cannot be determined. The add'l three xience v everolimus eluting coronary stent system's mentioned will be filed under the same MFR #.